Event description:
The surgeon inserted a three piece silicone intraocular lens model aq2010v in the patient's eye without any complication. The surgeon couldn't get the lens to stay in position properly due to the patient's anatomy. He removed the lens without enlargin the incision and put in a different lens no patient injury. The reporter stated that there was no problem with this lens.